Manufacturer narrative:
The user facility report indicated that the device was available for evaluation. The ufr was filed by the risk manager. Upon receipt of the report, surgiquest contacted the reporter, who indicated that she would refer to the or staff to contact surgiquest. Good faith effort was made by surgiquest to obtain additional information and retrieve the device for evaluation, without success. No response from the facility has been received and we have been unable to obtain additional information. The device was not returned for evaluation and it is unknown as to whether it exists. Surgiquest has tested samples of the ias12-120lpi product and found no issues. The device which is the subject of this report was manufactured 30 sept 2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. The entire lot has been distributed and no similar complaints have been received to date. Without the device, further evaluation cannot be made. In the event that the device is returned, a follow-up report will be made. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety. Not returned , samples tested from lot.

Event description:
On (B)(6) 2016, surgiquest inc. Became aware of a purported device issue through receipt of a user facility report (medwatch mw5058360). The purported malfunction occured on (B)(6) 2015. The report alledged that during robotic surgery for lysis of lesions, cholecystectomy and duodenal loop switch, upon removal an an airseal 12mm trocar, it was noted that a small piece of the trocar had broken off. Staff were unable to locate the broken piece. No patient injury or adverse event was reported.